Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. Continuation of d10: product ID d-evolutfx-34 (lot: 0013246834); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed using a 24mm non-medtronic balloon. The tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, to the point of no recapture, the tav frame did not appear to expand as expected and an infold was observed in the center of the tav frame. An echocardiogram was performed and confirmed the tav frame was ¿folded into a heart shaped configuration¿. The tav was recaptured into the dcs and the dcs was withdrawn from the patient. A second pre-implant balloon valvuloplasty was performed with a larger 26mm non-medtronic balloon. A new 34mm tav was loaded into a new dcs. The dcs was inserted into the patient and advanced to the aortic annulus. Upon deployment of the second tav no issues were noted; the tav was implanted without issue. No patient complications were reported as a result of this event.

Event description:
It was reported, prior to the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed using a 24mm non-medtronic balloon. The tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, to the point of no recapture, the tav frame did not appear to expand as expected and an infold was observed in the center of the tav frame. An echocardiogram was performed and confirmed the tav frame was ¿folded into a heart shaped configuration¿. The tav was recaptured into the dcs and the dcs was withdrawn from the patient. A second pre-implant balloon valvuloplasty was performed with a larger 26mm non-medtronic balloon. A new 34mm tav was loaded into a new dcs. The dcs was inserted into the patient and advanced to the aortic annulus. Upon deployment of the second tav no issues were noted; the tav was implanted without issue. No patient complications were reported as a result of this event. Additional information was received that a misload was not identified during loading. A procedural delay occurred as a result of the infold. Per the physician, the patient's anatomy, specifically calcification at the annulus, contributed to the infold.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.